Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd)therapy. On an unknown date in 2010, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2010. On (B)(6) 2010 the patient began remedial therapy with fortum (2 gm, daily, ip) and cefazolin (1gm, daily, ip). Pd therapy was ongoing as well as remedial therapy with fortum and cefazolin continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolved. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.